Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during a rectocele pelvic floor repair procedure (performed "approximately during the week of (B)(6) 2010") using a pinnacle posterior pfr kit, after the physician threw one of the mesh legs through the sacrospinous ligament, he was dissatisfied with the placement and withdrew it from the ligament. Upon withdrawal, "the patient began bleeding heavily; the origin of the bleeding was unknown." The physician placed surgical staples to control the bleeding, and the procedure was completed with the same device, without further complications to the patient. It is unknown if the procedure was completed with one or both mesh legs placed. Post-procedure, the patient complained of buttock pain. Further information about the patient's condition or treatment has not been forthcoming. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.